Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that an attempt was made to place the lead in the left bundle branch (lbb). No adverse patient effects were reported. The lead is available for return.